Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the patient was concerned that they may have pulled something out while sleeping on their back. Two days later they stated that they were at the hospital, and on (B)(6) 2020 they reported that they had diarrhea. No further patient complications are anticipated or expected as a result of this event.